Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in fair condition. The housing was cracked there was also a malfunction with the lcd. The device was tested 3 times for pressure, all 3 tests were out of specification. It recommended to replace the downstream sensor to resolve the issue.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited high occlusion psi. It was reported that there was no patient involvement.